Event description:
The MFR received info alleging a ventilator was alarming for a low inspiratory pressure alarm. There was no device or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the device¿s porting block (user installed component) was found to be loose. The device¿s porting block was tightened to address the issue. Porting block tightened.